Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment the night before. The peritoneal dialysis registered nurse (pdrn) reported the patient received an air detected in cassette alarm during drain 5 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that there was an air detected in cassette warning during drain 5 of 5 of treatment, and treatment was cancelled. Upon opening the cassette door, there was fluid found in the door. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment the night before. The peritoneal dialysis registered nurse (pdrn) reported the patient received an air detected in cassette alarm during drain 5 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that there was an air detected in cassette warning during drain 5 of 5 of treatment, and treatment was cancelled. Upon opening the cassette door, there was fluid found in the door. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment the night before. The peritoneal dialysis registered nurse (pdrn) reported the patient received an air detected in cassette alarm during drain 5 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that there was an air detected in cassette warning during drain 5 of 5 of treatment, and treatment was cancelled. Upon opening the cassette door, there was fluid found in the door. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event.

Manufacturer narrative:
Additional information: d9, h3, h6 type of investigation, h6 investigation findings, and h6 investigation conclusions. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check. An internal visual inspection showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.